Manufacturer narrative:
The investigation was not complete at the time of initial reporting. The investigation summary is provide here. On (B)(6) 2016, one c1535 micromark clip, lot number f11448215d1, was received from the customer for analysis. Visual inspection of the device confirmed that the tip of the introducer was damaged and the stainless steel clip had not been deployed. The damage on the device is consistent with the possible root cause of the continuation of the insertion of the device applicator beyond the point of significant resistance as described in the IFU.

Manufacturer narrative:
The c1535 marker is a biopsy site identifier used to provide an imageable locator of a biopsy site for follow-up care. The marker is a stainless steel clip, contained within a disposable plastic applicator, which is deployed into the breast biopsy site through the biopsy probe that was used to excise the tissue. The device has not been returned to the manufacturer for evaluation which prevents a full investigation and analysis of the root cause at this time. However, one possible root cause is the continuation of the insertion beyond significant resistance as described in the IFU. Communication with the customer confirmed that no parts of the c1535 applicator were transferred to the patient. The device was replaced and the biopsy site was marked, with no patient consequence. However, as the occurrence has the potential to result in patient consequence, we are submitting this medwatch report.

Event description:
The affiliate reported that prior to the deployment of the micromark (c1535) clip, the tip of the flexible introducer broke.